Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was being used to treat a lesion in the lad. There were no abnormalities in relation to the anatomy. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. It was reported that during stent deployment when the balloon was inflated dye was noticed to be coming out of the side (balloon was burst at the outset). The balloon would not fill the stent and stent became dislodged. They managed to carefully remove the balloon and stent back but lost the stent in the radial artery. Patient had transient chest pain and ECG changes until new stent placed and deployed uneventfully having restarted the procedure using alternative arterial access route. The resolute onyx stent was crushed into the wall of the patient¿s radial artery. No immediate vascular complications, but likely to lose radial pulse. Seeking surgical review to determine if they need to get it reviewed.

Manufacturer narrative:
Patient weight was normal. The lesion was very straightforward. It was not calcified/tortuous. The lesion was pre-dilated easily. Resistance was not noted while advancing the device to the lesion. The balloon burst on first inflation. Pressure could not go above 8atm. The device was not moved or repositioned in the lesion prior to the burst. The stent was removed by vascular surgery later on the same day. It was reported that the physician didn¿t burst the balloon and that the balloon leaked from the outset. Product analysis: a kink was evident on the hypotube material immediately distal to the strain relief. Blood was evident on the dislodged stent. Deformation was evident to all stent wraps with struts stretched, bunched and raised. The balloon returned with blood visible in the balloon and inflation lumen. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation was evident to the transitional tubing 2cm proximal to the guidewire entry port with the material appearing pinched. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the transitional tubing. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the transitional tubing material 3cm proximal to the guidewire entry port. The transitional tubing material was jagged and uneven at the tear site. There was no lead in scratched evident near the tear site. The distal shaft was cut immediately distal to the guidewire entry port and a make shift luer was attached in order to inflate the balloon. The balloon was successfully inflated with no issues noted. If information is provided in the future, a supplemental report will be issued.